Manufacturer narrative:
Evaluation of the returned smart coil revealed a broken pet lock on the proximal end of the pusher assembly. This damage likely occurred during the attempt to detach the embolization coil using the handle during the procedure. Further evaluation revealed that the embolization coil was intact with the pusher assembly, the pull wire was fractured on the proximal end of the pusher assembly and remained intact inside the ddt. The proximal end of the pull wire may have fractured during the multiple attempts to detach the embolization coil. Due to this damage, the root cause of the reported detachment issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report number: 3005168196-2021-01036.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01036.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) and anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and non-penumbra coils. During the procedure, the physician implanted a coil in the target location. Next, the physician implanted smart coils using a handle. Subsequently, the next smart coil advanced completely into the aneurysm but was unable to be detached with the handle. It was reported the physician attempted multiple times to detach the smart coil by grabbing the proximal section of the pusher assembly with the handle and pulling. Therefore, the smart coil and handle were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.